Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found that the drive wire was not visible in the coil assembly indicating the hook was broken at the distal end of the drive wire. The handle spool was separated and drive wire was completely removed from the device by the user. The clip was removed from the catheter attachment and the broken portion of the hook was located within the clip housing. Therefore all the pieces of the device are accounted for. The drive wire is securely attached to the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. An additional three (3) unopened devices were returned from the lot number provided in the report. The devices were returned in sealed pouches. The foam tip protector was correctly in place on each device. Each device had an increase in resistance in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The devices were advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Each clip successfully deployed or simulated tissue by applying an expected amount of force to the handle spool. Therefore these devices functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e.. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic mucosal resection (emr) procedure, several clips were needed in the pt's esophagus. Seven (7) cook instinct endoscopic hemoclips were placed successfully. The eighth hemoclip was advanced into position and closed onto the tissue. The clip would not release from the deployment device and could not be reopened for removal from the tissue. The clip was ripped off the tissue site. See MDR 1037905-2013-00439. The ninth hemoclip was used but provided the same result as the eight one. See MDR 1037905-2013-00440. In response to tearing of the tissue by the two clips, additional hemostasis clips were needed to finish the procedure. A section of the device did not remain inside the pt's body. Other than applying additional clips during the same endoscopy procedure, the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.